Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue during testing. However, the customer informed the technician that the issue is intermittent, the service representative decided to replace the touchscreen as a precaution. Subsequent testing was completed without issue and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the touchscreen of the s5 double head pump became unresponsive to touch during maintenance. There was no patient involvement.